Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2019-00342 & 1220908-2019-00310 for similar events reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The device was put through extensive testing including bench handling, power supply testing and functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of the reported problem. Evidence/communication supports this report was unsubstantiated. There is no trend associated with reports of this nature.